Event description:
Baxter flo-gard IV tubing hooked up backwards during transfusion of prbcs resulting in blood being removed from pt into unit bag. No apparent injury to pt noted. Product issues: clearlink system (B) (4) y-type blood/solution set w/standard blood filter - determined not to have a 'check' valve. Flo-gard pump 6201 - determined not to have a mechanism to alert operator if the slide clamp incorrectly inserted. Fyi: a separate voluntary report was submitted for the baxter flo-gard IV administration set - (B) (4)